Event description:
The device was implanted within the hepatic artery on 1/3/97 for use in the pt's fudr treatments. On 2/12/97, the physician's assistant contacted a MFR nurse and reported that the device was refilled with 50cc of heparinized saline on 1/13/97 and was also accessed and refilled with fudr and heparin for a total volume of 50cc on 1/20/97; however, the device was accessed on 2/11/97 and was found to be empty. Needle placement was confirmed and 5cc of saline was instilled and 4cc of saline returned. An add'l 5cc of saline was instilled and 5cc returned. The device was refilled with 50,000 units of heparinized saline. Next, the device was accessed to determine device catheter patency. The device lies at an angle in the pt's left middle abdomen (device at 10 o'clock position) and the surgical incision for the device pocket is very close to the device septum. The pt has some post-operative swelling in the area of the device pocket. After two attempts to access the device it was necessary to take the pt to flouro to access the device. The device was accessed successfully and flushed with no resistance. The calculated flow rate of the device based upon 50cc volume and a 14 day refill interval is 3.57 mls/day. The device pocket looks healthy, no redness or ecchymosis present. The pt was questioned about her activities, ie., elevation changes, plane trips, hot baths, and heating pads. The pt states that she has not done anything unusual. The pt was instructed to return to clinic on thursday or friday to have the flow rate of the device checked by the physician's assistant. It is unk whether or not this pt had a post operative haps study. The MFR nurse plans to follow-up with the physician's assistant for further info in this event, on 2/17/97 or 2/18/97.

Manufacturer narrative:
Further communication via MFR sales rep, on 3/24/97, revealed that this device was emptied on 3/7/97 and filled with fudr. Device flow rate at that time was 3.07 ml/day. Device was emptied again on 3/21/97 and flow rate was 3.1 mls/day. Device catheter is positioned in portal vein and not gastroduodenal artery, which explains part of increase in flow rate. Expected venous flow rate of this device is 2.51 ml/day. Device will remain implanted for continued use in pt's therapy. A review of device history record was performed and did not identify any mfg variances in relation to this event. A trend analysis was performed on similar incidents involving this catalog number and has not identified any trends. Report of an increased flow rate is confirmed. Based on info available, no conclusioncan be drawn as to cause of increased flow rate. No further info is available. MFR is now closing its file on this event.